Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ es server had multiple station application was very slow during login. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server had multiple station application was very slow during login. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that most medes devices experienced significant slowness during login. A technical support specialist, referencing the attached knowledge article (kai) "station shows slow network communications - win10 devices", discovered that the network speed and duplex settings were configured to auto-negotiation. Once these settings were manually adjusted to 100 mbps half duplex, login performance significantly improved. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.